Event description:
Needle breakage in thigh, concerns a patient treated with novofine 8mm (30g)(needle) due to diabetes mellitus. Reportedly, a patient reported that while taking his injection in dec 2005 the needle snapped off in his right thigh. He was taken to a facility where they x-rayed the leg and saw the needle in leg. They have decided to leave it in situ as the patient was using warfarin. The event caused stress and anxiety. The outcome of the event is not reported. Batch history from final qc-release examined. No abnormalities relating to the observed problem were found. Visual examinations performed. Needles tested for resistance to breakage. During testing it has not been possible to detect any irregularities on a reference sample from the batch in question. Nothing abnormal was found with the reference sample.